Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not detected on the bus. A field service engineer (fse) found that drawers 3.1 and 3.2, which were enhanced half height cubie drawers on the main, were not detected on the bus, despite no light emitting diodes (led) indicators showing any issues. Based on the medstation performance analysis report (mpar) indicating multiple errors on drawer 3.1, the drawer controller was replaced. Additionally, the drawer bus cable was replaced due to visible damage caused by contact with the drawer edge. The fse removed the cubie trays, cleaned out foil debris, and reseated the row board cables on both the row boards and drawer controllers in the drawers to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es drawer had failed and it was not detected on bus. The customer stated there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.